Manufacturer narrative:
After further review of this complaint it was determined that the swelling stayed localized to the surgical site and is not considered a serious injury.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Dual wave pressure issues. The pump was set on the correct pressure for shoulder arthroscopy, but the pump appeared to push more fluid through than was desired. This excessive fluid resulted in both patients having very swollen shoulders post-op. May need servicing.